Event description:
Consumer called to report her husband was taken to the hosp due to his meter reading high. Looked pale and started to sweat, was feeling low although the meter read 79. Called 911 for assistance.